Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced ineffective therapy and diagnostics indicated both the leads had high impedances. As such surgical intervention was undertaken wherein, both the leads were replaced, and effective therapy was restored.